Event description:
A report was received that the patient was explanted due to infection. The patient experienced redness and swelling at the incision site. The patient was reportedly prescribed antibiotics and doing well.